Event description:
Revision occurred on (B)(6) 2026, approximately 42 days after the primary surgery which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms only fx v135® humelock stem ta6v ø36/10 l. 120mm cementless ti/ha and humeral cup standard pe/ta6v ø36/+3 was explanted due to chronic dislocation. These parts were replaced with fx v135® humelock stem ta6v ø32/08 l. 120mm cementless ti/ha, humeral cup standard pe/ta6v ø36/+6 and cortical screw ta6v ø4.5mm l.26mm.

Manufacturer narrative:
Revision occurred approximately 42 days after the primary surgery due to chronic dislocation of unknown cause. No actual, implied, or suspect link to fx product.